Event description:
It was reported that a patient underwent a surgical procedure for prolapse and hemorrhoids on an unknown date in (B)(6) 2012 and suture was used. The needle broke during use. The needle pieces were removed during the same procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for strength and ductility and the devices met performance specifications.

Manufacturer narrative:
(B)(4).conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.